Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Event description:
Reported via patient call center it was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on eliquis. Around 90 days post implant, the patient was instructed to discontinue eliquis. At an unknown date post procedure, the patient had a pacemaker placed. During the procedure, the physician noted that the closure device did not seal the laa and there was an unknown size gap present. The patient is currently on plavix. There were no complications that were reported to have occurred as a result of this event.